Manufacturer narrative:
This report is submitted on september 18, 2018, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the patient experienced device extrusion and a subsequent performance decrement. It is unknown if there are plans to explant the device and reimplant the patient with a new device as of the date of this report.

Manufacturer narrative:
It is now reported that the patient was administered oral and topical antibiotics (date not reported). This report is filed on october 15, 2018.

Manufacturer narrative:
It was reported that the patient's device was explanted due to infection. This report is filed on march 13, 2019.

Manufacturer narrative:
It was not reported that the patient underwent revision surgery on (B)(6) 2018. This report is filed on november 08, 2018.